Manufacturer narrative:
One (1) used handtrol electrosurgical pencil along with a used surefit dispersive electrode and a 3m cable were received for evaluation on (B)(4) 2014. The handtrol electrosurgical pencil and the surefit pad are conmed devices. The pencil cord was cut in two pieces and the surefit pad was folded over on itself prior to receiving at conmed and thus, functional testing could not be performed on both returned devices due to the damaged conditions in which they were received. Visual inspection of the surefit pad showed no apparent defects and no evidence of arcing/charring on the foil surface. Examination of the 3m cable found no damage to the cable or its insulation. Evaluation and visual inspection of the pencil cord found a scratch/nick mark on the cord insulation. However, no exposed wire was observed where the nick mark occurred presumably caused by the kelly (stainless steel) clamp when it was used to clamp the drape and the cord. The use of the metal clamp to hold the drape along with the cord could explain the scratch/nick mark on the cord. The nick mark on the insulation cord in itself could not have caused or contributed to the alleged burn on the patient's leg. However, the engineer believed if the metal clamp came in contact with the wire through the damage on the insulation, this could potentially cause arcing during use of the electrosurgical pencil and subsequently contributing to the alleged burn. The instruction for use (IFU) warns the user: - "do not directly secure the cable with metal instruments to surgical drapes. Activation of the pencil in contact with metal instruments may cause burns at the tissue/instrument interface". A review of the lot history record could not be performed, as the lot number was not provided by the user facility. A 2-year review of the device complaint history showed there were no other similar complaints with the same failure mode received. During the same 2 year period, over (B)(4) were sold worldwide, making the occurrence rate for this failure mode (B)(4). The handtrol pencil is a single use, sterile electrosurgical handpiece designed to be used as an accessory in conjunction with those electrosurgical units and electrodes with which they are known to be compatible. These electrosurgical pencils are used for the controlled destruction of human tissue (coagulation and cutting) in surgical procedures to provide a therapeutic benefit. To reduce the risk of fire and patient injury the IFU, instructions for use, provides the following precautions and warnings: - these devices should never be used when: in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen rich environments. - verify that the electrode is fully and securely seated in the handpiece before use. (If the electrode is not fully seated, arcing can occur). - use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. - do not directly secure the cable with metal instruments to surgical drapes. Activation of the pencil in contact with metal instruments may cause burns at the tissue/instrument interface. - to avoid burns, never allow cable associated with this device to be in contact with skin of patient or touching operator.

Event description:
During a cardiac valve repair, the handtrol electrosurgical pencil was utilized for the procedure. During the surgical procedure set-up, the drape was folded around the cord of the electrosurgical pencil and a kelly clamp was then clamped to the drape. It was reported that when the cord was clamped to the drape, the kelly clamp also caught the cord. The procedure was several hours long and a patient burn was discovered near the end of the case. It was a third degree burn, the size of a nickel on the right leg in proximity to the knee. After the burn was noticed, the surgeon cut the cord of the electrosurgical pencil on purpose to get it off the surgical field. Another device was available to finish the procedure. Treatment for the reported burn was basic first aid, area was irrigated with saline and a dry dressing was applied. The patient was on IV antibiotics for the surgical procedure; therefore, further treatment was not required. The patient's current condition is reported as stable. No photographic evidence of the patient burn was provided by the end-user facility.